Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was "high" (no value provided) and an insulin pen was used to address bg. Reportedly, customer reverted to using an alternate method for insulin therapy.